Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a dbs system was removed except for the leads, which were plugged. The system was explanted due to lack of efficacy. The patient was implanted for epilepsy.